Manufacturer narrative:
Device disposition not presently known.

Event description:
A carbomedics standard aortic valve a5-023 was implanted on (B)(6) 2008. The valve was explanted on (B)(6) 2018 and replaced with another carbomedics standard aortic valve of the same size on (B)(6) 2018..

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. The manufacturer was notified of this event via the patient tracking registry. Livanova maintains a patient tracking registry to identify when a device has been implanted. This information is not received in the form of a conventional customer complaint, and no patient and/or device status is reported to the registry on the implant data cards. The information received therefore does not necessarily indicate the occurrence of an adverse event, and may or may not be related to the livanova device. Based on the document review performed, no manufacturing deficiencies were identified. As the device was not received for analysis, no device investigation can be performed and the root cause of the event cannot be determined. Given that the manufacturer was unable to obtain additional information about this event, it was not possible to confirm whether this was a device-related adverse event. The event was reported in a conservative manner due to limited information. Device discarded by hospital.